Manufacturer narrative:
The investigation of the returned photo was completed by the failure analysis lab on 10/8/2019. Upon visual inspection of the pictures, it was observed that the implant was intact and covered with scar tissue. No anomalies were observed. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. All mentor products are 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown mentor moderate plus profile 300cc saline prostheses experienced several unexplained systemic symptoms post procedure. Three days post procedure the patient began having heart palpitations, depression, anxiety, cognitive decline, raised inflammation markers in blood work, depletion of my neurotransmitters (specifically serotonin, weight gain, swollen hands and feet, swollen eyes, itchy eyes, and a plethora of new allergies were all noted. The patient states she believes she has breast implant illness, but no official diagnoses have been noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the devices were explanted on (B)(6) 2019. This was reported to the FDA by the patient under mw5087800. See 1645337-2019-18940 for contralateral prosthesis report.